Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed, and the distal electrode of the lead was missing the monolithic controlled release device which contains the steroid. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant medical devices: product ID: d274trk ICD, implanted: (B)(6) 2010. Product ID: unk lead , implanted: (B)(6) 2005.

Event description:
It was reported that the lead was prophylactically explanted and replaced. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.